Event description:
The blood glucose monitoring device generated a result of 894 mg/dl which is outside the reading range of the device. Reporter stated controls were ran on the device and found to be within an acceptable range. Reporter stated not treating herself any differently and not seeking medical attention due to the alleged result. A request was made for the return of the suspect device and replacement product was sent.